Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was diagnosed with a staphylococcal infection. The catheter was explanted and not replaced. The physician programmed the pump to stopped pump mode because of which the pump alarmed. Device troubleshooting was done. A follow-up report will be sent if additional information becomes available.